Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while applying their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. The sensor plug was not fully seated. Visual inspection has been performed on the sensor plug assembly and sharp stuck was observed inside. The customer stated static shock. No evidence of static shock was observed. Visual inspection was performed on the returned sensor pack and transition features was observed to be damaged. Also minor damage was observed on guide ribs at 8 o¿clock position. Lid was completely peeled off. It was observed that the platform slides up and down completely. Minor damaged guide ribs did not impact on the platform functionality. The returned sensor was further investigated and de-cased. Performed a visual inspection on the sensor¿s pcba (printed circuit board assembly) and no evidence of burns or static shock was observed. An extended investigation was also performed. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor patch data was reviewed and observed sensor was in state 1 with no event log. Returned sensor was de-cased in previous phase. No issues were observed upon visual inspection on the pcba. The battery voltage was measured within the specific range. Visual inspection was performed on the battery and no issues were observed. The battery was unable to generate enough power in order to create a electric shook. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while applying their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.